Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had noisy image. Upon inspection of the customer¿s returned device it was observed, the device had no image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, appearance defect was noted on the video connector, physical stress was noted on the cable, and abnormal control unit was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noisy image occurred due to a board failure. The cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.